Event description:
The following has been reported: displays a message to rotate and emits a loud continuous beep. Went through error log to confirm the error code: motor rotation. Can hear something rattling in pump; probably the pump head assembly's been broken. Disassembled to find the power supply board out of place, as well as broken pieces of the pump head assembly. Pump head assembly is completely broken, nonfunctional. Replaced broken pump head assembly with new one, and refit power supply board in correctly. Reassembled and performed pm due to upcoming date. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed this complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board found out of place, as well as broken pieces of the pump head assembly. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.